Event description:
A user facility reported an oxygenator had a blood leak after 150 minutes of extracorporeal membrane oxygenation support the complaint sample has already been discarded. The patient experienced a blood loss of approximately 500 ml as a result of kit exchange. Photographic evidence showed a small amount of blood collecting at the luer-lock connection of the arterial sampling port. There was no indication of a resulting patient injury.

Manufacturer narrative:
Additional information: b5, d4 the described situation is adequately addressed in the instructions for use and/or on the label. Documentation of module production revealed no non-conformity during the manufacturing process. The trend analysis showed no similar complaints under the same batch number. The complaint sample was not available for evaluation and a definitive cause for the leak could not be determined. Due to 100% leak testing, it is highly unlikely to detect a failure in the retention sample. Reportedly, the luer cap was not changed, however, the photos do not show the original cap 8200739. Based on the available information, a crack in the blood sample port could have caused the leak. Material stress may occur during the injection molding process and cracks can subsequently be caused by the release of material stress, for example, during transport. The issue will continue to be monitored.

Event description:
A user facility reported an oxygenator had a blood leak after 150 minutes of extracorporeal membrane oxygenation support the sample has already been discarded. The patient experienced a blood loss of approximately 500 ml as a result. Photographic evidence showed a small amount of blood collecting at the luer-lock connection of the arterial sampling port.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.